Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450-451 mg/dl with high ketone levels of 111-112 mg/dl resulting in diabetic ketoacidosis; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer administered a manual injection and delivered a correction bolus via pump to address bg level. Reportedly, customer had sore eyes and vision difficulties. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids resolving the issue. Customer has not been released from the hospital. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.